Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and the pacemaker had reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.